Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had a sensing problem and high thresholds. This patient is participant in the system longevity study. The ventricular detection settings were turned off and the rv lead remains in use. No patient complications have been reported as a result of this event. Follow-up indicated that the specific sensing issue was specifically a low sensing value.